Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 28 mmol/l, blood glucose at the time of the incident was 29 mmol/l and the current blood glucose value (at the time of call) was 12.9 mmol/l. The customer was treated with an insulin pump. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The auto mode feature was not active at the time of the event. The pump did not warn faulty sensor led up to the event. The customer was treated for high blood glucose was changed of set and the sensor continued with the same pump. A recent high blood glucose event began after 12 hours of a faulty sensor that the pump did not diagnose. The infusion set last changed prior to the event was 3 days before. The customer does not allege the pump was under-delivering and the reason why the customer thinks the pump was under-delivering was that the pump did not diagnose a faulty sensor in the usual way. Troubleshooting based on the report of under delivery. The customer stated that the cannula was being filled. The customer performed a displacement test and the test results were pump failed to diagnose a faulty sensor pump should have said to change the sensor. Insulin delivery was suspended due to sensor glucose vs blood glucose difference. The blood glucose value from the reported event was 28 mmol/l and the sensor glucose value from the reported event was 3.8 mmol/l. No further patient complications were reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No damage in the keypad assembly noted. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Unit was not confirmed for no communication between pump and transmitter anomalies. The unit p-cap / test reservoir locks in place properly. The following were noted during visual inspection fading serial number label and cracked keypad overlay at select button. Unit was not confirmed for absences of audio/ vibrate or communication anomalies. Unit passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.